Event description:
A doctor alleged that a patient's precice nail stopped lengthening after approximately two (2) months after implantation.

Manufacturer narrative:
The doctor removed the existing precice nail from the patient's right femur and implanted the patient with a new precice nail, without incident. To date, the patient is doing fine. The device involved in the alleged incident has not been returned; therefore, no evaluation can be conducted. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications.